Manufacturer narrative:
The device has not been made available for evaluation. The device has not been made available for evaluation.

Event description:
It was reported that the patient that was on a stryker ems cot and a family member traveling with the patient were being transported in an ambulance when it lost control on ice and rolled over coming to rest on its top and then catching fire. It was reported that the cot broke free from the fastener during this event and both the patient and the family member died during the event.